Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 3.750 mg/day and 6.0 mg/ml bupivacaine at 2.2499 mg/day via an implantable pump for an unknown indication for use. It was reported that the patient had a return of symptoms. The patient had gone for two refills and there were inconsistencies between what should be in the pump at the time of refill compared to what was actually in the pump. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what actions/interventions or diagnostics/troubleshooting was performed. The pump was replaced and the issue was resolved. The patient's status at the time of the report was "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found no significant anomalies. The pump was subjected to dispense accuracy testing and passed. Destructive analysis identified wear on the motor o-ring for gear number three. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-jan-23. The reported volume discrepancies were clarified. It was reported that on (B)(6) 2017, the expected reservoir volume (erv) was 5.1 ml, but the actual reservoir volume (arv) was 9.1 ml; on (B)(6) 2017, the erv was 4.1 ml, but the arv was 9.0 ml; and on (B)(6) 2017, the erv was 4.1 ml, but the arv was 13 ml. The cause of the volume discrepancies was not determined. No further complications were reported.